Manufacturer narrative:
E4: initial reporter also sent report to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The product sample labels were undamaged. The device was found in good condition, no physical damage was found on the pump. There event history log (ehl) showed "cannot start pump" alarm messages. Performed functional check. Visually inspected the pump. Nda test run and cannot be performed. The reported issue was confirmed. Investigation found the device cannot be started because the flex circuit sensor (optical switch) does not function and should be replaced. The root cause was unable to be determined.

Event description:
It was reported that the device had a broken chassis and a cassette fitting issue: pump displayed a "lock cassette" message while cassette is already locked. No patient was involved.